Event description:
It was reported the camera head displayed a poor image quality due to a disconnection. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information provided by the customer. The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a charged coupled device (ccd) failure. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed a video with poor image quality due to disconnection. The issue was observed during therapeutic transurethral resection (tur) of the bladder. The procedure was completed with a similar device. A brief 5-minute delay while exchanging the equipment was reported. There were no reports of patient harm.